Manufacturer narrative:
(B)(4). The tracheostomy tube was received for evaluation. Visual inspection of the picture provided by the customer, and the received sample confirmed the defect. However, the deformation (hernia) condition found in the received sample is not confirmed as related to manufacturing process.

Manufacturer narrative:
Medtronic reference: (B)(4). Medtronic has requested return of the product and made several attempts to obtain additional information regarding the event. The investigation is ongoing.

Event description:
It was reported that a patient had been admitted to the hospital for pneumonia and was intubated with an endotracheal tube. Later the patient was brought to the operating room for placement of a tracheostomy tube. After the procedure the patient was brought back to the intensive care unit and the patient experienced difficulty breathing. The staff had difficulty manually ventilating the patient. The physician then decided to replace the tracheostomy tube with a new device. After being reintubated the patient expired within 30 minutes. After removal of the tube, the cuff appeared to be "herniated" the reporter does not believe that the tube contributed to the expiration of the patient. Additional information is being gathered.